Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable; however, subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation indicated that there was a fault with the device membrane. There were a number of periodic power ups throughout the history log which may indicate the user was regularly power cycling the device or the beginnings of a membrane failure.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.